Event description:
The surgeon was performing a hysterectomy, but had accidently burned the patient's bowel with outer section of the distal end of the handpiece.

Manufacturer narrative:
When conmed electrosurgery originally received this complaint, it was not deemed as being reportable as conmed was not made aware of the severity of the injury nor was information provided indicating that surgical or medical intervention was necessary. Efforts were made to obtain this information, but all attempts were unsuccessful. Although there was a patient injury, there is no indication of a product malfunction. However, during conmed's routine FDA audit, a discussion was held concerning conmed's decision not to file this event with the FDA. The investigator had explained that not being informed of medical intervention does not mean medical intervention did not take place. The investigator also stated that she was not asking conmed to file this as an adverse event, but that she was giving conmed a different perspective to the situation. To be conservative and consistent, conmed has decided to inform the FDA of this event and categorize this event as being reportable.